Manufacturer narrative:
Unit received with constant failed battery test alarm and unable to exit training mode due to bad battery alarm loop during boot up due to moisture damage on all electronic assemblies. Unable to perform displacement test due to constant failed battery test and unable to exit training mode due to bad battery alarm loop. Unit received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The insulin pump was returned for analysis. Customer's blood glucose level was not reported.